Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. No issues were noted with the profile of the device tip. The stent struts at the distal end of the stent were severely stretched and distorted. It was also noted that the stent had moved 13mm from the most proximal crimp mark. This type of damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. A review of the stent crimp settings highlighted no abnormalities prior to shipment. The guide catheter involved in the complaint incident was not received for analysis. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. Stent crimp marks were visible on the balloon material indicating that the device was crimped in the correct location during manufacturing. A visual and tactile examination found that the shaft polymer extrusion was kinked 35mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion located in the moderately calcified and severely tortuous coronary artery. A 16 x 2.50mm promus premier stent was advanced into a non bsc guide catheter however resistance was felt. When the device was removed from the patient, the distal stent strut was found lifted. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion located in the moderately calcified and severely tortuous coronary artery. A 16 x 2.50mm promus premier¿ stent was advanced into a non bsc guide catheter however resistance was felt. When the device was removed from the patient, the distal stent strut was found lifted. The procedure was completed with a different device. No patient complications were reported and patient¿s status was good.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).